Event description:
It was reported that during use of 5 bd plastipak¿ concentric luer lock syringe is exerting pressure during & after drug withdrawal. The following information was provided by the initial reporter: syringe is reported to be exerting backward pressure during drug withdrawal from vials and after drug withdrawal leading to drug leakage. This is reported to have happen in the ICU with 5 syringes while the nurses were preparing patients medications.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 22-may-2023 . H6: investigation summary one sample received by our quality team for investigation. Upon visual evaluation, no defects or issues observed. A device history review was performed for lot 2107022, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples from the same lot were evaluated, no defects or issues observed. During manufacturing process break out force, sustaining force and silicone content tests are performed, results for lot 2107022 are within specification limits. Functional testing was performed and no leaks were observed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the investigation results, no manufacturing related defects could be identified and therefore, a cause for the reported incident could not be determined.

Event description:
It was reported that during use of 5 bd plastipak¿ concentric luer lock syringe is exerting pressure during & after drug withdrawal. The following information was provided by the initial reporter: syringe is reported to be exerting backward pressure during drug withdrawal from vials and after drug withdrawal leading to drug leakage. This is reported to have happen in the ICU with 5 syringes while the nurses were preparing patients medications.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.